Event description:
A gentleman underwent a multi-level lumbar fusion. Post operatively, he began developing numbness, pain and weakness of the lower extremities, but was under the care of another physician. Fifteen days later, the patient was life-flighted to the hospital for examination by the surgeon and was found to have an epidural hematoma. During the revision surgery, two screws were removed and replaced with two new screws. It was reported that at the time of the revision surgery, the patient was paralyzed.

Manufacturer narrative:
Attempts have been made to obtain additional information regarding the patient's condition and surgical outcome from the surgeon with no result. Upon receipt of additional information, the information will be reviewed and determined if it affects the reporting of this event. The investigation is in process. A supplemental report will be submitted upon completion of the investigation.